Event description:
The customer reported the device battery compartment b pin was broken. There was no patient involvement.

Manufacturer narrative:
Correction: "results" code has been changed from blank to fatigue problem.